Event description:
It was reported that during a prostate procedure, @ 35000 joules; 20 minutes, detachment of the fiber tip was noted. The physician reverted to turp to complete the procedure. No injury to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture proximal to the fiber/glass cap fusion zone at the uv glue zone; there are signs of melting of the outer flow tubing at the location of the fracture; the distal end of the glass cap within the metal cap is detached and returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion; the metal cap exhibits burn marks at the output window location and at the location of the fracture. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.